Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The device's lcd screen will need replaced to address the issue.